Manufacturer narrative:
A sample has been requested for evaluation.

Event description:
Baxter reported, "povidone iodine leaked from the connection between a transfer set and minicap." The date on how long the set was in place is unk. There wa no pt injury or medical intervention.